Manufacturer narrative:
D10: 02-012-41-4030 - logic tibia traptray cem sz 4f/3t: (B)(6). Three peg patella. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that approximately 161 months after a left total knee replacement procedure, the patient was revised. They experienced prosthesis wear and synovitis. Additionally reported there was femoral knee debonding/loosening and acute pain of their left knee. No further issues or complications were reported. No additional information is available. This is 1 of 3 reports.